Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an episiotomy procedure the distal portion of an inter-lock screwdriver was bent while inserting the unknown distal locking screw. The screw was still able to be inserted properly using the reported screwdriver however, because the part of the screwdriver that engaged with the screw head is now bent, it cannot be used again. The procedure was successfully completed without any surgical delay. There was no patient consequence reported. Concomitant device: unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10. H3, h6: background: (B)(6) 2020: updated ed: it was reported that during an episiotomy procedure on an unknown date, the distal portion of an inter-lock screwdriver was bent while inserting the unknown distal locking screw. The screw was still able to be inserted properly using the reported screwdriver. However, because the part of the screwdriver that engaged with the screw head is now bent and it cannot be used again. The procedure was successfully completed without any surgical delay. There was no patient consequence reported. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the inter-lock screwdriver t25/3.5 mm hex/ 224 mm (p/n: 03.010.473, lot # l234535) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the shaft was twisted and the sliding bar, sd25/3.5mm hex (03.010.473.2) was missing. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the device was bent. The repair technician reported the tip was damaged and slider was missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The tip of the device received was twisted. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the inter-lock screwdriver t25/3.5 mm hex/ 224 mm (p/n: 03.010.473, lot # l234535). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: DHR. Device history lot. Part number: 03.010.473. Lot number: l234535. Per jde, manufactured date: 03/08/2017. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.